Manufacturer narrative:
(B)(4). The customer has reported that the device/component is not available for return. The device trained customer reported the suspect component was re-worked therefore no component is available for analysis and the device is working to product specification.

Event description:
The customer claims this avea ventilator was displaying ven inop and other alarm conditions during patient use. The ventilator was also displaying a flashing internal battery charge led. The patient was removed from the ventilator and placed on another ventilator. The customer reported no harm or injury to the patient.